Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a few days post-implant, the patient experienced premature ventricular contractions (pvcs). As a resullt, a revision was performed to reposition the right ventricular (rv) lead. The rv lead was repositioned, but this did not resolve the pvcs. As a result the rv lead and right atrial (ra) lead were both moved to the superior vena cava and the pvcs disappeared and this confirmed a patient condition. No additional adverse patient effects were reported.